Event description:
A malfunction was reported by the customer, identified by the displayed malfunction code and fault ID. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if any further issues arise.